Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation for transmitter ID (B)(4). The reported event of the sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.